Event description:
It was reported that the patients ipg pocket was swollen and still draining despite the prescribed antibiotics. It was also noted that the patient was having difficulty charging the ipg. The patient was supposed to be revised, however patients physical exam showed that the midline spinal incision had dehisced and appeared to be actively infected. The physician opted to explant all device components. The explanted ipg and leads will not be returned as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7113045/7113084.